Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while patient was being educated on how to disconnect power sources, it was noticed that when the black power lead was disconnected, it had yellow wrench backup battery fault alarm and that resolved when reconnected to power. The log captured several backup battery fault alarms when the black controller lead was disconnected from power. This occurred on both wall power and batteries. The system controller was exchanged and the issue resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. Review of the log files revealed between 17mar2026 - 23mar2026, during routine power source exchanges, backup battery fault alarms were active due to backup battery circuit faults. These alarms activated while the black power cable was disconnected from external power and the white power cable remained connected. During these alarms, the backup battery use count increased, consistent with an intermittent connection issue between the backup battery ribbon cable and backup battery pin 11. The alarms did not affect the system controller¿s ability to operate the pump as intended. Visual inspection of the returned heartmate 3 system controller (serial number (B)(6)) and heartmate 11 volt li-ion backup battery (B)(6) revealed a bent pin 11 in the 11 v backup battery. In order to complete testing, the pin was bent back to the original position, and the backup battery was able to be seated within the system controller as intended. The system controller underwent preliminary and functional testing and passed all tests without issue. The system controller was connected to a mock circulatory loop for extended operation and operated as intended. The backup battery fault alarm was unable to be reproduced throughout testing. Although the reported alarms were not reproduced during testing, the root cause of the reported event was determined to be due to the bent backup battery pin. A further root cause of how the pin became bent was unable to be conclusively determined. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. The IFU section 7, entitled ¿alarms and troubleshooting¿ and the patient handbook section 5, entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault. The heartmate 3 IFU, section 5 - ¿surgical procedures¿, describes how to correctly install the backup battery in the system controller. The user is instructed to align the arrow on the cable with the arrow on the battery. The heartmate 3 IFU, section 2 ¿ ¿system operations¿, describes how to replace the backup battery in the system controller. The IFU section 8, entitled ¿equipment storage and care¿ and the patient handbook section 6, entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. Section 2 of the patient handbook, entitled ¿how your heart pump works¿, explains how to properly replace the running system controller with a backup system controller. Section 10 of the IFU and section 10 of the patient handbook, both entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.